Manufacturer narrative:
The returned product was tested per ameda engineering protocol to determine whether the allegation of leaking fluid could be confirmed. The returned product was assessed for indications of malfunction or thermal event. The returned product was assessed for functionality and met functional specifications. Dark grey substance, e.g battery acid, was observed inside the battery compartment. Internally, no signs of foreign substance, burning, melting or charring were observed. Additional testing confirmed that batteries may leak when the upper middle battery is placed incorrectly, with the positive and negative end reversed.

Event description:
Customer contacted ameda, inc. On (B)(6) 2017 to report events that occurred while using her newly acquired purely yours ultra breast pump over the last 3 days. Customer is pumping for preterm twins in the nicu. She prefers to use battery power rather than electric. Customer states on 3 separate occasions in 3 days, batteries leaked dark fluid from the battery compartment located in the pump base. Customer denies any contact with fluid therefore no burn or injury occurred.